Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with (B)(4) for suspect device in coaguchek system 2.

Event description:
Caller states the patient tested >8.0 inr on coaguchek system 1 and 5.1 inr on coaguchek system 2 during duplicate testing. Coumadin was held for 3 days due to device results. No adverse event reported. Requested return of suspect system and replacement was sent.